Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died during implantation of transvenous pacing system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no device malfunction or problem during the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the exact cause of death was not available. The patient decompensated during the case and fully coded. The clinicians were unable to resuscitate the patient.